Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.0 x 60, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b pro code (product code): fge, lit. E1 initial reporter city: (B)(6). G4 premarket / 510(k) #: k141521, k141597.